Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient was not getting stimulation in his left leg. Stimulation was turned up to 6 and then 9, but the patient still didn't have stimulation. It was noted that the patient took a fall over two months before the report, and the device was reprogrammed "to allow leg coverage" but the patient lost stimulation again. The patient had an appointment with his health care provider scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial #(B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4). (

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced numbness and coldness in his feet when stimulation was turned on. The numbness started at his knees and was bilateral. The symptoms affected his left and right legs. Stimulation was lowered but the symptoms still occurred. Symptoms started following a fall 4 days ago. Two days after the fall a computed tomography (CT) scan was performed which found nothing wrong. It was noted that the implantable neurostimulator (ins) was not turned off for the CT scan. The patient stated with the ins off the numbness and coldness "seem to be getting better." Additional information has been requested, but was not available as of the date of this report.